Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation, the battery charger/modem was unable to recharge a battery pack. The cause for the failure was isolated to contamination on the battery pca and a shorted q1 current-controlling transistor on the bedside pca. The root cause for the contamination was ingress of an unknown liquid. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to charge a battery.